Event description:
No power to pump to inflate mattress. Reporter states when opened them up and saw that the unit had a plug in style clip that was coming unsecured. No injury. The item was replaced.